Event description:
It was reported that the footswitch may have a short. It would not work consistently when stepping on the foot pedal. No case involved.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and the lid is scratched. Complaint of electrical short was confirmed. Footswitch failed functional testing with footswitch error with a known good control unit and mdu. Cause of errors is a damaged cord. The footswitch error is intermittent when cord is bent or moved. The complaint investigation has concluded that this unit has succumbed to physical damage to the cord. Factors which can contribute to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
Patient code: 2645. Device code: 2926.